Event description:
A hospital in (B)(6) reported that the condensation in an rt380 adult dual-heated evaqua2 breathing circuit was more than normal. This was found after one week of use. Inspection of the returned complaint device on 16 june 2015 revealed that the expiratory and inspiratory limb connectors were damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4). The returned device was visually inspected and the inspiratory and expiratory heater wires were resistance tested with a calibrated multimeter. Results: visual inspection revealed cracks on the proximal and distal connectors on the expiratory limb. The expiratory limb was discoloured near the distal connector and the caution tag was found bleached. Inspection of the inspiratory limb showed that both the proximal and distal connectors were loose and disconnected easily. The resistance of the inspiratory and expiratory heater wires was within specification. The hospital further reported that the returned circuit was disinfected and cleaned. Conclusion: the damage observed on the returned rt380 adult dual heated evaqua2 breathing circuit was most likely due to the cleaning and disinfection of the breathing circuit. The rt380 is a single use breathing circuit and is not intended to be cleaned or disinfected. Condensate in the humidification system is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by a number of multiple set up and environmental factors. The user instructions that accompany the rt380 breathing circuit state: -"check all connections are tight before use." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." -"set appropriate ventilator alarms." In addition the user instructions include the following warning: -"do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers."